Event description:
Dr. Was inserting the resectoscope and the plastic rim broke. All parts were retreived. Dr. Checked parts and all pieces were present. Pt. Was checked by doctor and there was no apparent injury or resulting illiness. Procedure completed and pt. Was taken to pacu as usualdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.